Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This event was initially reported with an incorrect MDR date of awareness of 9/29/2015. However, the reportable malfunction was noted and confirmed by a bard access systems¿ engineer on 11/25/2015 during the sample evaluation. The correct MDR date of awareness is 11/25/2015. The additional information that required submission of an emdr was provided in the initial emdr submitted on 12/10/2015, within the 30 day time frame required for reporting per 21 cfr part 803.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd0908 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, and the cause appears to be use related. One j-tipped guidewire and an 18g introducer needle from a brevia catheter kit were returned for evaluation. The distal j-tip of the guidewire was received inside the introducer needle. The guidewire could not be advanced or retracted through the introducer needle. A 12.2cm section of coil wire was stretched over the core wire just proximal to the pink needle hub. It was possible to stretch the coil wire over the core wire. Upon forcing the guidewire from the needle, blood residue was found on the section of coil wire that was within the introducer needle. Blood and/or tissue residue was extracted from the needle. It appears that the guidewire was inadvertently lodged within the needle with a small amount of soft tissue. Attempts to dislodge the guidewire from the needle most likely caused the core wire to break at the weld tip. No defects related to the manufacturing procedure were noted on the complaint sample. The IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Event description:
Facility reported to sales representative that when physician went to place catheter, the spring allegedly dislodged prior to use. Sales representative tried contacting the physician for additional details but has not yet heard back. The facility reported that the spring had something to with the needle in the kit. Physician was said to have opened another kit to complete the procedure. No patient involvement reported as this was said to have happened before placement. On (B)(6) 2015 - returned sample shows blood residue indicating this device was used on a patient.